Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button non-functional) was confirmed. As received, the rear response button switch was intermittent. The root cause of the intermittent switch cannot be positively identified. No adverse events occurred as a result of the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.